Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-12990 was received for investigation. Visual inspection identified that the upper jaw component had broken off of the distal end of the returned ar-12990. The fragment was not returned for analysis. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecured grasp of tissue.

Event description:
On (B)(6) 2022, it was reported by a distributor via sems that an ar-12990 knee scorpion is broken. This was discovered during an unknown time, with no patient effect reported.